Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin trace at on the keypad assembly. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were unresponsive, specially the down arrow same with the middle button. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the numbers were not ramping on their own and the scroll bar was not moving with no input. The customer stated that the buttons were unresponsive, and they needed to press the buttons 5 times. The customer informed that pressing the menu button took them to the menu screen. The customer stated that using the up arrow allowed them to navigate screens and using the down arrow allowed them to navigate screens. The customer stated that the insulin pump was neither dropped nor exposed to moisture. The customer stated that an alarm was not in progress at the time the button was unresponsive. The customer informed that all buttons were unresponsive. The customer reported small crack on the center button. It was reported that the insulin pump had a hardware low level failures alarm during troubleshooting. The customer was able to clear the alarm and was able to complete pump rewind. The insulin pump passed the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.